Event description:
A us distributor reported that a battery charger had a n integrated charger problem and trouble with download.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (trouble with download, integrated charger problem) has been confirmed due to the fu100 component being internally shorted. The charger was unable to power on. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged charger.